Event description:
During a procedure on (B)(6) 2013, the surgeon was predrilling with the 6/10mm stepped reamer for a tfn lag screw when the drill stop slipped. The drill stop was set to 110mm, but upon slipping, the reamer went beyond the femoral head and into the acetabulum. The surgeon proceeded with the procedure and the screw was implanted with no further complication. This is 1 of 1 report for complaint (b)(40.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned for evaluation. A manufacturing evaluation was conducted. The report indicates there were scratches, nicks and rub marks on the surface of the drill stop. These are consistent with normal use in the field. All measurements that could be taken were found to meet specification. Placeholder.

Manufacturer narrative:
Product development evaluation was conducted. The report indicates that during this evaluation, the returned drill stop was assembled with a known good stepped 6mm/10mm drill bit (part#357.403, lot#uq69052). The returned drill stop did not hold when linear force was applied. The complaint condition of "does not function" was replicated. Changes were made to the drill stop in november 2011. These changes improved the overall engagement of the drill stop plunger mechanism's interface with the grooves of the stepped drill bit. The device is recommended for use in tfn applications where dense bone is encountered. There have been no relative complaints for the new revision drill stop.